Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that on (B)(6) 2018 the program had been changed to program 4 at 6.0v, then on (B)(6) 2019 they set it to program 4 at 8.0 v. It was reported that when they went in to check the patient¿s settings on (B)(6) 2019 it said 4.0 volts and it should have been 8.0 volts. However, they were able to increase it to 7.5 v on program 4 and it worked fine. When asked about activities that may have led to this, it was reported that the patient ¿may have had an x-ray.¿ the patient had had surgery twice in the past year, in (B)(6), for an unrelated issue, and were scheduled to have surgery on it again on (B)(6) 2019. It was also stated that the patient fell ¿probably 5-6 months ago.¿ there were no patient complications reported as a result of this event.